Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016.

Event description:
Additional information received revealed that the lead and the device were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ventricular fibrillation episodes caused by non-sustained oversensing of right ventricular lead noise was noted during follow-up. Furthermore, inconsistent capture threshold was identified. The device was reprogrammed and the patient was stable. Related manufacturer report number: 2938836-2017-23490.